Event description:
It was reported that during the explant procedure, the wire on this right ventricular (rv) lead was stretched. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.